Manufacturer narrative:
Patient identifier- (B)(6). Age at time of enrollment- 70 years.

Event description:
It was reported that restenosis occurred. The subject underwent treatment with the ranger drug coated balloon and eluvia drug eluting stent on (B)(6) 2022 as a part of the elegance clinical trial. The first target lesion was in the proximal superficial femoral artery, mid superficial femoral artery, distal superficial femoral artery, proximal popliteal artery and mid popliteal artery with proximal reference vessel diameter of 7 mm and distal reference vessel diameter of 5.5 mm with lesion length of 410 mm and 100% stenosis and was classified as tasc ii d lesion. Prior to target lesion treatment with study device, atherectomy was performed followed by pre dilation with 4 mm x 220 mm coyote and 6 mm x 220 mm sterling pta balloon. Treatment of target lesion was performed by dilation with 6 mm x 200 mm and 6 mm x 100 mm ranger drug coated balloon and implanting two eluvia drug eluting stent of 6 mm x 80 mm. Following post dilatation with 7 mm x 150 mm non-boston scientific pta balloon, the final residual stenosis was noted to be 20%. On (B)(6) 2022, the subject was discharged on aspirin and clopidogrel. On (B)(6) 2022, subject visited the hospital with complaints of limited activities by previously known non healing wound on the 5th toe and hence, was referred for peripheral angiogram with possible intervention. Of note, on (B)(6) 2022, subject had visited the hospital with the complaints of critical limb ischemia with non-healing wound on left 5th toe which was treated with surgical procedure of debridement, graft and wound vac. Physical examination performed revealed 2+ bilateral radial pulses, 2+ bilateral femoral pulses. Angiogram performed on the same day revealed left mid common femoral artery: 70% stenosis with lesion length of 30 mm, left mid superficial femoral artery: 70% stenosis with lesion length of 30 mm, left anterior tibial artery: 90% stenosis, and left posterior tibial artery: 100% stenosed form ostial to distal posterior tibial artery. On (B)(6) 2022, 161 days post index procedure, 70% stenosis noted in the left mid sfa was treated with balloon angioplasty using 6 mm x 150 mm ranger drug coated balloon. In addition, 70% stenosis noted in the left mid common femoral artery was treated with 7 mm x 40 mm ranger drug coated balloon. 90% stenosis noted in the left distal anterior tibial artery was treated with balloon angioplasty using 2.5 mm x 20 mm non-boston scientific hydrophilic coating balloon followed by occlusion noted in the ostial to distal posterior tibial artery was treated with non-boston scientific 2mm x 200 mm balloon. Post procedure, the final residual stenosis noted to be 10%. On (B)(6) 2022 the event was considered resolved.

Manufacturer narrative:
A1: patient identifier- (B)(6). A2: age at time of enrollment- 70 years.

Event description:
It was reported that restenosis occurred. The subject underwent treatment with the ranger drug coated balloon and eluvia drug eluting stent on 22-feb-2022 as a part of the elegance clinical trial. The first target lesion was in the proximal superficial femoral artery, mid superficial femoral artery, distal superficial femoral artery, proximal popliteal artery and mid popliteal artery with proximal reference vessel diameter of 7 mm and distal reference vessel diameter of 5.5 mm with lesion length of 410 mm and 100% stenosis and was classified as tasc ii d lesion. Prior to target lesion treatment with study device, atherectomy was performed followed by pre dilation with 4 mm x 220 mm coyote and 6 mm x 220 mm sterling pta balloon. Treatment of target lesion was performed by dilation with 6 mm x 200 mm and 6 mm x 100 mm ranger drug coated balloon and implanting two eluvia drug eluting stent of 6 mm x 80 mm. Following post dilatation with 7 mm x 150 mm non-boston scientific pta balloon, the final residual stenosis was noted to be 20%. On 24-feb-2022, the subject was discharged on aspirin and clopidogrel. On 02-aug-2022, subject visited the hospital with complaints of limited activities by previously known non healing wound on the 5th toe and hence, was referred for peripheral angiogram with possible intervention. Of note, on 08-jun-2022, subject had visited the hospital with the complaints of critical limb ischemia with non-healing wound on left 5th toe which was treated with surgical procedure of debridement, graft and wound vac. Physical examination performed revealed 2+ bilateral radial pulses, 2+ bilateral femoral pulses. Angiogram performed on the same day revealed left mid common femoral artery: 70% stenosis with lesion length of 30 mm, left mid superficial femoral artery: 70% stenosis with lesion length of 30 mm, left anterior tibial artery: 90% stenosis, and left posterior tibial artery: 100% stenosed form ostial to distal posterior tibial artery. On 02-aug-2022, 161 days post index procedure, 70% stenosis noted in the left mid sfa was treated with balloon angioplasty using 6 mm x 150 mm ranger drug coated balloon. In addition, 70% stenosis noted in the left mid common femoral artery was treated with 7 mm x 40 mm ranger drug coated balloon. 90% stenosis noted in the left distal anterior tibial artery was treated with balloon angioplasty using 2.5 mm x 20 mm non-boston scientific hydrophilic coating balloon followed by occlusion noted in the ostial to distal posterior tibial artery was treated with non-boston scientific 2mm x 200 mm balloon. Post procedure, the final residual stenosis noted to be 10%. On 03-aug-2022 the event was considered resolved. It was further reported that the in-stent restenosis was not caused by either of the ranger drug coated balloons. Causality of the eluvia drug eluting stents is possible.

Manufacturer narrative:
(B(6).

Event description:
It was reported that restenosis occurred. The subject underwent treatment with the ranger drug coated balloon and eluvia drug eluting stent (B)(6) 2022 as a part of the elegance clinical trial. The first target lesion was in the proximal superficial femoral artery, mid superficial femoral artery, distal superficial femoral artery, proximal popliteal artery and mid popliteal artery with proximal reference vessel diameter of 7 mm and distal reference vessel diameter of 5.5 mm with lesion length of 410 mm and 100% stenosis and was classified as tasc ii d lesion. Prior to target lesion treatment with study device, atherectomy was performed followed by pre dilation with 4 mm x 220 mm coyote and 6 mm x 220 mm sterling pta balloon. Treatment of target lesion was performed by dilation with 6 mm x 200 mm and 6 mm x 100 mm ranger drug coated balloon and implanting two eluvia drug eluting stent of 6 mm x 80 mm. Following post dilatation with 7 mm x 150 mm non-boston scientific pta balloon, the final residual stenosis was noted to be 20%. On (B)(6) 2022, the subject was discharged on aspirin and clopidogrel. On (B)(6) 2022, subject visited the hospital with complaints of limited activities by previously known non healing wound on the 5th toe and hence, was referred for peripheral angiogram with possible intervention. Of note, on (B)(6) 2022, subject had visited the hospital with the complaints of critical limb ischemia with non-healing wound on left 5th toe which was treated with surgical procedure of debridement, graft and wound vac. Physical examination performed revealed 2+ bilateral radial pulses, 2+ bilateral femoral pulses. Angiogram performed on the same day revealed left mid common femoral artery: 70% stenosis with lesion length of 30 mm, left mid superficial femoral artery: 70% stenosis with lesion length of 30 mm, left anterior tibial artery: 90% stenosis, and left posterior tibial artery: 100% stenosed form ostial to distal posterior tibial artery. On (B)(6) 2022, 161 days post index procedure, 70% stenosis noted in the left mid sfa was treated with balloon angioplasty using 6 mm x 150 mm ranger drug coated balloon. In addition, 70% stenosis noted in the left mid common femoral artery was treated with 7 mm x 40 mm ranger drug coated balloon. 90% stenosis noted in the left distal anterior tibial artery was treated with balloon angioplasty using 2.5 mm x 20 mm non-boston scientific hydrophilic coating balloon followed by occlusion noted in the ostial to distal posterior tibial artery was treated with non-boston scientific 2mm x 200 mm balloon. Post procedure, the final residual stenosis noted to be 10%. On (B)(6) 2022 the event was considered resolved. It was further reported that the in-stent restenosis was not caused by either of the ranger drug coated balloons. Causality of the eluvia drug eluting stents is possible. It was again further reported that causality of the ranger drug coated balloons is possible.

Manufacturer narrative:
A1: patient identifier- (B)(6). A2: age at time of enrollment- 70 years.

Event description:
It was reported that restenosis occurred. The subject underwent treatment with the ranger drug coated balloon and eluvia drug eluting stent on 22-feb-2022 as a part of the elegance clinical trial. The first target lesion was in the proximal superficial femoral artery, mid superficial femoral artery, distal superficial femoral artery, proximal popliteal artery and mid popliteal artery with proximal reference vessel diameter of 7 mm and distal reference vessel diameter of 5.5 mm with lesion length of 410 mm and 100% stenosis and was classified as tasc ii d lesion. Prior to target lesion treatment with study device, atherectomy was performed followed by pre dilation with 4 mm x 220 mm coyote and 6 mm x 220 mm sterling pta balloon. Treatment of target lesion was performed by dilation with 6 mm x 200 mm and 6 mm x 100 mm ranger drug coated balloon and implanting two eluvia drug eluting stent of 6 mm x 80 mm. Following post dilatation with 7 mm x 150 mm non-boston scientific pta balloon, the final residual stenosis was noted to be 20%. On (B)(6) 2022, the subject was discharged on aspirin and clopidogrel. On (B)(6) 2022, subject visited the hospital with complaints of limited activities by previously known non healing wound on the 5th toe and hence, was referred for peripheral angiogram with possible intervention. Of note, on (B)(6) 2022, subject had visited the hospital with the complaints of critical limb ischemia with non-healing wound on left 5th toe which was treated with surgical procedure of debridement, graft and wound vac. Physical examination performed revealed 2+ bilateral radial pulses, 2+ bilateral femoral pulses. Angiogram performed on the same day revealed left mid common femoral artery: 70% stenosis with lesion length of 30 mm, left mid superficial femoral artery: 70% stenosis with lesion length of 30 mm, left anterior tibial artery: 90% stenosis, and left posterior tibial artery: 100% stenosed form ostial to distal posterior tibial artery. On (B)(6) 2022, 161 days post index procedure, 70% stenosis noted in the left mid sfa was treated with balloon angioplasty using 6 mm x 150 mm ranger drug coated balloon. In addition, 70% stenosis noted in the left mid common femoral artery was treated with 7 mm x 40 mm ranger drug coated balloon. 90% stenosis noted in the left distal anterior tibial artery was treated with balloon angioplasty using 2.5 mm x 20 mm non-boston scientific hydrophilic coating balloon followed by occlusion noted in the ostial to distal posterior tibial artery was treated with non-boston scientific 2mm x 200 mm balloon. Post procedure, the final residual stenosis noted to be 10%. On (B)(6) 2022 the event was considered resolved. It was further reported that the in-stent restenosis was not caused by either of the ranger drug coated balloons. Causality of the eluvia drug eluting stents is possible. It was again further reported that causality of the ranger drug coated balloons is possible. It was again further reported that the onset date of the event was (B)(6) 2022. It was again further reported that the final residual stenosis after the index procedure was 5%.

Manufacturer narrative:
A1: patient identifier- (B)(6). A2: age at time of enrollment- 70 years.

Event description:
It was reported that restenosis occurred. The subject underwent treatment with the ranger drug coated balloon and eluvia drug eluting stent on (B)(6) 2022 as a part of the elegance clinical trial. The first target lesion was in the proximal superficial femoral artery, mid superficial femoral artery, distal superficial femoral artery, proximal popliteal artery and mid popliteal artery with proximal reference vessel diameter of 7 mm and distal reference vessel diameter of 5.5 mm with lesion length of 410 mm and 100% stenosis and was classified as tasc ii d lesion. Prior to target lesion treatment with study device, atherectomy was performed followed by pre dilation with 4 mm x 220 mm coyote and 6 mm x 220 mm sterling pta balloon. Treatment of target lesion was performed by dilation with 6 mm x 200 mm and 6 mm x 100 mm ranger drug coated balloon and implanting two eluvia drug eluting stent of 6 mm x 80 mm. Following post dilatation with 7 mm x 150 mm non-boston scientific pta balloon, the final residual stenosis was noted to be 20%. On (B)(6) 2022, the subject was discharged on aspirin and clopidogrel. On (B)(6) 2022, subject visited the hospital with complaints of limited activities by previously known non healing wound on the 5th toe and hence, was referred for peripheral angiogram with possible intervention. Of note, on (B)(6) 2022, subject had visited the hospital with the complaints of critical limb ischemia with non-healing wound on left 5th toe which was treated with surgical procedure of debridement, graft and wound vac. Physical examination performed revealed 2+ bilateral radial pulses, 2+ bilateral femoral pulses. Angiogram performed on the same day revealed left mid common femoral artery: 70% stenosis with lesion length of 30 mm, left mid superficial femoral artery: 70% stenosis with lesion length of 30 mm, left anterior tibial artery: 90% stenosis, and left posterior tibial artery: 100% stenosed form ostial to distal posterior tibial artery. On (B)(6) 2022, 161 days post index procedure, 70% stenosis noted in the left mid sfa was treated with balloon angioplasty using 6 mm x 150 mm ranger drug coated balloon. In addition, 70% stenosis noted in the left mid common femoral artery was treated with 7 mm x 40 mm ranger drug coated balloon. 90% stenosis noted in the left distal anterior tibial artery was treated with balloon angioplasty using 2.5 mm x 20 mm non-boston scientific hydrophilic coating balloon followed by occlusion noted in the ostial to distal posterior tibial artery was treated with non-boston scientific 2mm x 200 mm balloon. Post procedure, the final residual stenosis noted to be 10%. On (B)(6) 2022 the event was considered resolved. It was further reported that the in-stent restenosis was not caused by either of the ranger drug coated balloons. Causality of the eluvia drug eluting stents is possible. It was again further reported that causality of the ranger drug coated balloons is possible. It was again further reported that the onset date of the event was (B)(6) 2022.

Manufacturer narrative:
A2: age at time of enrollment- 70 years old. B5: updated based on additional information.

Event description:
It was reported that restenosis occurred. The subject underwent treatment with the ranger drug coated balloon and eluvia drug eluting stent on (B)(6) 2022 as a part of the clinical trial. The first target lesion was in the proximal superficial femoral artery, mid superficial femoral artery, distal superficial femoral artery, proximal popliteal artery and mid popliteal artery with proximal reference vessel diameter of 7 mm and distal reference vessel diameter of 5.5 mm with lesion length of 410 mm and 100% stenosis and was classified as tasc ii d lesion. Prior to target lesion treatment with study device, atherectomy was performed followed by pre dilation with 4 mm x 220 mm coyote and 6 mm x 220 mm sterling pta balloon. Treatment of target lesion was performed by dilation with 6 mm x 200 mm and 6 mm x 100 mm ranger drug coated balloon and implanting two eluvia drug eluting stent of 6 mm x 80 mm. Following post dilatation with 7 mm x 150 mm non-boston scientific pta balloon, the final residual stenosis was noted to be 20%. On (B)(6) 2022, the subject was discharged on aspirin and clopidogrel. On (B)(6) 2022, subject visited the hospital with complaints of limited activities by previously known non-healing wound on the 5th toe and hence, was referred for peripheral angiogram with possible intervention. Of note, on (B)(6) 2022, subject had visited the hospital with the complaints of critical limb ischemia with non-healing wound on left 5th toe which was treated with surgical procedure of debridement, graft and wound vac. Physical examination performed revealed 2+ bilateral radial pulses, 2+ bilateral femoral pulses. Angiogram performed on the same day revealed left mid common femoral artery: 70% stenosis with lesion length of 30 mm, left mid superficial femoral artery: 70% stenosis with lesion length of 30 mm, left anterior tibial artery: 90% stenosis, and left posterior tibial artery: 100% stenosed form ostial to distal posterior tibial artery. On (B)(6) 2022, 161 days post index procedure, 70% stenosis noted in the left mid sfa was treated with balloon angioplasty using 6 mm x 150 mm ranger drug coated balloon. In addition, 70% stenosis noted in the left mid common femoral artery was treated with 7 mm x 40 mm ranger drug coated balloon. 90% stenosis noted in the left distal anterior tibial artery was treated with balloon angioplasty using 2.5 mm x 20 mm non-boston scientific hydrophilic coating balloon followed by occlusion noted in the ostial to distal posterior tibial artery was treated with non-boston scientific 2mm x 200 mm balloon. Post procedure, the final residual stenosis noted to be 10%. On (B)(6) 2022 the event was considered resolved. It was further reported that the in-stent restenosis was not caused by either of the ranger drug coated balloons. Causality of the eluvia drug eluting stents is possible. It was again further reported that causality of the ranger drug coated balloons is possible. It was again further reported that the onset date of the event was 08-jun-2022. It was again further reported that the final residual stenosis after the index procedure was 5%. It was further reported that on the day of intervention, the left distal popliteal artery was not treated by any of the study devices. Furthermore, during the index procedure, dissection complication of grade d was noted in target lesion due to subintimal wiring which was treated by placement of bailout stent and the complication was resolved.